Event description:
It was reported that the patient presented to the emergency room with syncope. A device check found that the right ventricular (rv) lead had intermittent capture and high thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).